Event description:
The customer contacted siemens to report that discordant test results across multiple tests were obtained from an atellica im 1600 analyzer. The customer indicated active vitamin 12 (ab12) and vitamin b12 (vitb12) test results were discordant. The initial test results were released to the physician(s). The same samples were repeated on an alternate atellica im 1600 analyzer and the repeat results were released to the physician(s) as the correct results. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report that approximately 420 discordant test results across multiple tests were obtained from an atellica im 1600 analyzer. Actual test result data was not provided for evaluation. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse ran an im autocheck with unacceptable results. The acid and resuspend fluid values were overrange. The cse inspected the wash ring and found that the aspirate probe 4 was not aspirating. The cse also found that a pinch valve was not actuating. The cse replaced the pinch valve. The cause of the discordant active vitamin b12 and vitamin b12 test results is unknown. A non-functioning aspirate probe 4 and non-functioning pinch valve are contributing factors to the event. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Manufacturer narrative:
The initial MDR, 2432235-2024-00184, was filed on 04-sep-2024. Additional information (19-aug-2024): the customer provided test result data for evaluation. Two additional samples with one test on each (folate and cancer antigen 125) were identified. The initial test results were released to the physician(s). The same samples were repeated on an alternate atellica im 1600 analyzer and the repeat results were released to the physician(s) as the correct results. Section b6 is updated with the test data provided by the customer.